Event description:
This rv lead was implanted on (B)(6)2005 and capped on (B)(6)2012 due to high impedances. The procedure took place at (B)(6)hospital center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).